Manufacturer narrative:
Covidien reference (B)(4). The customer purchased a new breath delivery (bd) printed circuit board (pcb) . The service engineer (se) uploaded the software, performed tests and calibrations, and the ventilator passed self-testing.

Event description:
Service report shows code indicating a loss of communications. No patient involvement reported.